Manufacturer narrative:
Investigation is ongoing. Product eval results: visual inspection of the lens showed a tear through the optic and one of the haptics was torn off and is missing. The injector was inspected and showed no visible damage. The cartridge was returned and visual inspection showed no damage.

Event description:
The facility states that intraocular lens model aq2003v was damaged by the lens delivery system prior to implant. The cartridge used was a model aq cartridge and the injector model used was a model msi-tm injector. The lot numbers for these items are unk. There was no pt injury.